Event description:
Caller reported that a pump malfunction occurred. There was no reported adverse impact to the customer. Technical support provided instructions for resetting the pump and assisted the caller in performing the reset, which successfully resolved the issue. The malfunction code did not recur, and the customer was advised to continue using the pump and to contact support again if the issue reappeared.